Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing of atrial fibrillation (af) noted in episodes. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.